Event description:
A customer reproted to baxter (B)(4) a benjamix "y" set in which a leak was observed. According to the report, the check valve detached at the junction when solution flowed through it. The alleged defect occurred during patient use. There were no reports of patient injury, adverse events, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). Additional information: the facility clarified that hairline cracks were observed on the check valve. This resulted in a blood backflow from the patient, and a leak of an unknown analgetics onto the patients bed. The set was changed out and therapy continued as normal. A batch review was performed on the reported lot with no deviations found.